Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion and prime alarm during prime test due to moisture damage force sensor. Motor passed motor test. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked case at the reservoir tube window corner, cracked reservoir tube window and cracked battery tube threads.

Event description:
It is reported that the patient's sensor insulin pump displayed a motor error. The patient's blood glucose level was 227mg/dl. Trouble shooting was conducted and we explained the possible causes for the alarm. Device is being returned. No further information available.